Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb8096, implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2007. Product type :extension.

Event description:
Information received from a consumer reported that their pain stimulation system was removed in (B)(6) 2007. The system never worked and the battery started poking out of her back. It was noted that the consumer wanted the battery in a certain spot. The doctor did not put it there and placed the battery in the wrong spot. The issue occurred during use and intra-operative. It was noted that the consumer&#38112;indication for use was multiple back operations.